Event description:
It was reported that a patient presented with inappropriate shock user concern regarding the patient's implantable cardioverter defibrillator and reported discomfort as well. No medical intervention was taken and no information regarding patient consequences was reported.

Event description:
New information received notes that the patient expressed concern over device implant, and monitor delay concerns. Further inappropriate shock was noted with additional patient discomfort.